Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter abdominal aortic aneurysm. It was reported that a hole leading to an endoleak was noted in the endurant extension implanted in the patient. It was confirmed that this event was resolved with open surgery to stitch a surgical graft over the hole. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the reported hole and type iiib endoleak could not be confirmed from the films provided. The exact cause of the hole is unknown, and no endoleak was observed on any of the returned images. Images of the hole/endoleak which was resolved by a surgical suturing of the fabric were also not returned, and the precise location of the hole is currently unknown. It is possible that fabric abrasion due to adjacent stent or calcification may have led to the reported hole and resulting endoleak. From the returned CT¿s it appears that disease progression (neck dilation and reduced proximal seal length) with migration of the bifurcate and aaa expansion likely occurred during the course of the implant duration. Although a proximal type I endoleak was not observed on films, it is possible that the aaa was being pressurized via the marginal proximal seal. If information is provided in the future, a supplemental report will be issued.